Event description:
It was reported that the home patient (hp) had a system error 2367 (air in tubing) on the homechoice (hc) during dwell three of four. The technical service representative (tsr) explained system error 2367 to caregiver (cg). The cg stated that there was moisture on the bag. The tsr advised cg that the hp must either start over with all new supplies on the hc or use manual supplies to complete therapy. The cg would have hp use manual supplies to complete therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.